Manufacturer narrative:
Based on the details provided, the device had malfunctioned, and the device had displayed the error code. The se reported that cpu board was replaced as a recurrence preventative measure. The software was updated to 3.20. The device was then checked, cleaned, and tested; the device was then returned to the customer, ready for service. A conclusion/root cause can not be provided at this time, as the suspected cpu board has not been returned for further analysis. In the event the suspected part is received, the evaluation will be performed, and the investigation will be updated.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "backup alarm failed" error code (1104). The device was in clinical use when the issue was observed. No patient or user harm reported. The customer reported that during set up, the v60 ventilator displayed a "backup alarm failed" error code (1104). It was reported that the error code was confirmed, and the device was replaced. The device was evaluated by a service engineer (se), and it was reported that the issue was not duplicated at the repair center. The se reviewed the event log, and it was confirmed that the device had recorded a "check vent: backup alarm failed" error message (1104). The se noted that the central processing unit (cpu) needed to be replaced. The customer was provided with a quote for service. Investigation ongoing / resolution pending.